Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (300 -326 mg/dl). The customer thought that the high bg was due to the infusion set site. No site damage was reported. The customer changed the site and delivered a correction bolus to address the high bg. The bg level started to drop.